Event description:
It was reported that surgeon removed loose components with failed bone graft. Placed revision humeral head on existing stem. On (B)(4) 2014: the sales rep indicated that the cup and insert were not loose. The other devices came out along with the bone graft. The surgeon removed the cup and insert and an anatomic 56mm head was placed on the stem with no glenoid.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an rsa glenosphere was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The reported event indicated that the humeral cup and humeral insert were not loose. In addition, it can be assumed that the humeral stem was not loose as it remained implanted.

Event description:
It was reported that surgeon removed loose components with failed bone graft. Placed revision humeral head on existing stem. (B)(6) 2014: the sales rep indicated that the cup and insert were not loose. The other devices came out along with the bone graft. The surgeon removed the cup and insert and an anatomic 56mm head was placed on the stem with no glenoid.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.